Event description:
The company sales representative on behalf of the customer reported, the distal end cover of the evis exera iii duodenovideoscope appears to have split or cracked and fell into the patient at the end of an endoscopic retrograde cholangiopancreatography (ercp) procedure. The patient coughed out the distal cover. It is unknown where in the patient's body the distal cover fell. The procedure was completed. There were no reports of patient harm or injury associated with the event. This report captures complaint on the distal end cover (model: maj-2315, model description: single use distal cover, serial number: (B)(4). Patient identifier (B)(6) captures complaint on the duodenovideoscope (model: tjf-q190v, model description: evis exera iii duodenovideoscope, serial number: (B)(4).

Manufacturer narrative:
The distal end cover was discarded by the customer and hence will not be returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
Additional information received identifies the recovered distal cover was not damaged. The customer did not apply anti-fog agent to the lens. A lubricant was applied to the tip of the scope after the distal cap has been placed. After attaching the distal cover to the scope, it was confirmed there was no damage. Confirmed the user attached the distal cover to the scope and then pulled / twist the cover to make sure it didn't come off.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not returned, the phenomenon was not duplicated during device evaluation. Therefore, the root cause of the phenomenon could not be identified. The following checks were performed: since the actual product has not been returned, we performed a reproduction check using a representative device (maj-2315/lot: h2311) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. In addition, as a result of product standards test using a representative device (maj-2315/lot: h2311) against the resistance quality standard that "does not come off from the end of the scope during use", the device satisfies the product standard. (Refer to the attached file maj-2315 drop off complaint reproduction test result report _dc00740917 -quality evaluation results using mass production prototypes at the development stage during the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. As described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the old design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirmed the correct operation method by contacting olympus or another expert within their facility. The facility carefully reviews and follows the instruction for use manual (IFU). The facility educates or continuously educates its personnel about handling methods. The facility inspects the distal cover prior to attachment. The facility uses care when attaching the distal cover, so that it does not crack. In addition to the above, additional information regarding what measures the facility is taking to prevent recurrences of the detachment of the distal covers is as follows: risk management has been notified and provided guidance. Olympus provided staff training and reference to the IFU and quick reference guide. The following protocol has been initiated for staff members: 1) inspect the distal cover prior to placement on the endoscope. 2) inspect and confirm that the distal cover is securely attached to the endoscope prior to procedures. 3) confirm that the distal cover is intact during withdrawal of the endoscope and accounted for after procedure. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their packaging and stored in the product carton prior to the procedure. The distal cover stock is stored in boxes in a storage room specifically for gi & pulmonary devices/disposables. Per the facility, ky jelly was used on both the distal cover and the distal end of the endoscope when the incident occurred (detachment of distal cover). No chemicals were administered directly into the body through the forceps channel during endoscope insertion, and no chemicals were sent to the forceps channel to lubricate. No chemicals were administered orally to the patient before device inspection, and there were no chemicals used during endoscope preparation and pre-use inspection. However, it is unknown if chemicals were administered through the cannula during endoscope insertion. Furthermore, it was confirmed that a crack has never been observed on the distal cover prior to attachment to the endoscope. This supplemental report also includes a correction to h7 and h9 to include information that was inadvertently not included in the previous submission.

Manufacturer narrative:
This report is being submitted for correction to h6. Device problem code updated to "detachment of device or device component".